Event description:
The user facility reported an impella cp pump was placed along with an extracorporeal membrane oxygenation to support a patient admitted in with cardiac history and st - elevated myocardial infarction. The coronaries were intervened upon and the patient was sent for computed tomography due to free fluid in the abdomen, which prompted many blood products. During support, there was suction and limb ischemia issues. The team and family made the patient do not resuscitate and the patient expired. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of low pump flow and limb ischemia has been completed. Product damage (cannula kink) was added since a cannula kink was found on the returned device. Low flow - reported extended cardiopulmonary resuscitation (CPR) and hypoperfusion reported as contributing factors. The pump was returned and a cannula kink near the motor housing was observed. Data logs show pump fluctuated between p7 and p2 on auto for the first hour. There were suction alarms from when the pump started and impella flow reduced alarms in response to suction. Pump was then set to p-3, briefly turned up to p9 and back down but with flows below 0.5l/min. Flows then fluctuate between 0.3l/min and 1l/min with more suction alarms when pump at p-2 for the next 4 hours. After turning the p-level to p-3, then back to p-2, flows stabilized around 0.6l/min for 4 hours. Pump was ran at p1 for the last 21 hours with flows between 0.5l/min and 0.7l/min. The root cause of the low pump flow was most likely a kinked cannula as observed on the returned product due to extended CPR reported as a contributing factor. Cannula kink - reported extended CPR and hypoperfusion reported as contributing factors to the failure modes. Impella cp was returned and a cannula kink was found. The root cause of the product damage was a kinked cannula as observed on the returned product due to extended CPR reported as a contributing factor. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.